Event description:
It was reported that an ilet user experienced intermittent communication between the ilet and a dexcom g6 continuous glucose monitor (cgm) during sensor warmup, including signal loss to the ilet, and delayed sensor activation; the user restarted the ilet, reentered the sensor code, later reapplying the transmitter and the sensor then resumed readings. The user experienced a glucose peak of 242 mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure involving the antenna/electrical-magnetic communication subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.